Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the event and was treated with cephalosporin (dose, route and frequency was not reported). At the time of this report, the patient has been discharged from the hospital and has recovered from the event. Pd therapy was ongoing during hospitalization. No additional information could be provided because the reporter declined follow-up.